Manufacturer narrative:
Device has been evaluated but not yet repaired pending the customer's approval of the service estimate.

Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's system board needs to be replaced to address the issues.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board to power the device on and the failure of the internal battery to charge. The blower had been replaced preventively during preventive maintenance due to noise. The blower was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the blower failed a step during testing. The root cause of the blower failing was due to significant contamination.